Event description:
The customer reported to baxter (B)(4) of a light sensitive drug set in which the "chemo set which has split in phm.(pump head module of the colleague pump)." The event occurred during infusion of dacarbazine at a rate of 250ml/hr. The set did not leak during priming with saline. The leak was noticed through the pump after 10 minutes of infusion. A pin prick hole was noted in the part of the set which was loaded into the pump. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded due to chemotherapy contamination. Since the sample is not available for evaluation, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.